Event description:
It was reported that a spectrum pump under infused during an infusion of mesna 100mg/ml. It was reported that the pump was programmed to infuse 300ml over 3 hours and at the end of that time 100 ml remained in the buretrol. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to pass flow rate testing during device functionality testing. The reported problem was confirmed, but not reproduced. The device was calibrated to ensure infusion accuracy.